Event description:
In 2006, the customer reported to bsc that during an egd follow-up procedure for a male patient (age unk), a speedband multiple ligator device was used, even though the clinician wasn't sure if there was enough tissue to support multiple bands. However, the clinician proceeded with this procedure and during his attempt the varix burst and bled out. The clinician then used bsc's resolution hemostatic clips to close off the vessel, thus stopping the bleeding. However, the patient expired two hours following this procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Please note associated medwatch report 6000048-2006-00562.